Event description:
It was reported that when the patient presented for device change-out due to normal eri, fluoroscopy revealed externalized conductors on the rv lead. A new lead could not be implanted due to subclavian vein occlusion. All electrical measurements were within normal range on the chronic lead, so the physician elected to leave it implanted. Patient was well after the event and there were no adverse consequences.

Event description:
New information received states that lead noise was observed via a merlin.net transmission. The patient presented to a hospital where hv therapy was disabled. Plans were made to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was capped. The patient was doing well.